Event description:
It was reported to philips that the image detector shift assay of the l-arc was defective, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.